Event description:
It was reported that the non-sustained rv oversensing caused by post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).